Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the battery became warm during surgery on an unknown date. No additional information is available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The as received condition was the housing of the battery is partly molted. The complained battery was forwarded to the service department for investigation. We are now in the receipt of their findings. The investigation of the complaint article had shown that the housing of the battery is partly molted. Unfortunately we are not able to determine the exact cause which has led to th is occurrence. We suppose that the battery was together with the colibri into the autoclave. The battery shows same corresponding traces. It is not possible that this damage occur during use, the colibri automatically shut off at 85°c. No product fault could be detected. Placeholder.